Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead had been severed approximately 56 mm from the electrode end and only the distal portion was returned. The helix was extended and there was blood infiltration through the lead segment. No other anomalies were found with the lead. Laboratory analysis was unable to confirm the reported perforation.

Event description:
Boston scientific received information that this right atrial (ra) lead had punctured the patient's ra heart wall. During the implant procedure, the patient exhibited atrial fibrillation (af) however, the lead was successfully implanted. Shortly after leaving the operating room, an ra perforation was identified. Intervention was performed to bind the atrium as cardiac tamponade occurred. It was difficult to drain the blood into the atrium, therefore, the patient was operated up for further intervention. A hole, approximately a diameter size of a pen, was identified along with a torn auricle. The ra lead was explanted. No additional adverse patient effects were reported.